Event description:
I got breast implants (B)(6) 2016 and discovered a year later after being cleared of breast cancer, I had pain in my lymph nodes which lead to cancerous tumors in several of my lymph nodes (axillary, subclavicle, pectoral). I have also been experiencing a multitude of symptoms related to bii, since getting the implants, scarring, breast pain, infection, sensory changes, extreme fatigue, nerve damage, scar tissue buildup (capsular contracture).